Event description:
At approx. 5 am, the ICU rn caring for the pt heard their alarm go off. They were desaturating. As she went into their room to suction them, she took another bottle of propofol in. She hung the new bottle, hit the 'hold' button on the infusion pump, got the 'hold' message and proceeded to suction the pt. A few moments later another rn came in to assist and said she would get another bottle of propofol. That's when the first rn realized the entire 50 ml had gone in. The pump still displayed the 'hold' message and the door was closed. Free flow device did not engage.